Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), implanted: (B)(6) 2013, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had loss of therapy. The patient reported that they have not been getting relief from the stimulation "for about a year, since january 2018". The patient reported that the patient programmer (pp) was going through batteries too quickly and indicated a change programmer battery screen.

Manufacturer narrative:
Product ID 97740, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue about having difficult time recharging was resolved by wearing the charging device for 12 hour or more. The patient reported that they wear it during the day and sleep with it. No patient complications have been reported because of this event.

Manufacturer narrative:
Concomitant medical products: product ID 97740 serial# (B)(4). Implanted: (B)(6) 2013. Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient 2019-03-25. It was reported that the patient had been seen at their pain clinic (B)(6) 2018. The issue of loss of therapy had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient noted she needed ins battery replacement and was calling for physician listings. Patient services asked the reason for battery replacement and patient indicated it was because she was having a hard time charging and keeping it charged, it run down quickly. Patient was suggested it needed to be replaced and rep seemed to agree with him. Patient noted she was in pain all the time and she previously was not. Patient mentioned she had met with rep 3 times for high dose reprogramming to try, and address the pain but patient was not sure if he had performed a battery check. It was mentioned patient had recharging issue, ins was not holding a charge and it had been going on for at least 2 to 3 years. No further complication reported.